Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I positioner, the fitting that connects the vacuum tubing to the positioner was broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: d-4 exp date: corrected from 12/03/2021 to 12/04/2021. The device was returned to the factory for evaluation on 28feb2020 and investigated on 01apr2020. A visual inspection of the returned product was conducted. Signs of clinical use and evidence of blood were observed. The fitting that connects the vacuum tubing was broken from the vacuum head of the positioner. Based on the returned condition of the device, and the results of the evaluation, the reported failure mode "break" was confirmed. The DHR for the acrobat-I-positioner system subassembly was reviewed. The shop floor paperwork was reviewed for the acrobat I-positioner system subassembly. All the test results meet the specifications and results. There were no non-conformities observed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I positioner, the fitting that connects the vacuum tubing to the positioner was broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I positioner, the fitting that connects the vacuum tubing to the positioner was broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.